Event description:
Infant with lipids infusing had elevated triglycerides of 2546 reported at 0615 blood draw in 2006. Lipid rates were reported to be appropriate in terms of ordering rate, delivery rate, and documentation on medical record. Lipids were discontinued after learning lab results. Triglyceride level at 1817 that same day was 771. Infant developed renal failure and respiratory failure and expired early the next morning. A reason for the hyperlipidemia could not be found. Tubing was not available for evaluation and the pump verified that the rate was set properly.